Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. On (B)(6) 2026, the patient initially contacted dexcom to report two sensor issues. One sensor reportedly caused bleeding and subsequently stopped working. The second sensor reportedly failed during the night of (B)(6) 2026. During the call, the patient additionally disclosed that she had been involved in two car accidents in 2024, which she attributed to inaccurate cgm readings at the time. This report is to capture the second event (see related report (B)(4) for the first event). She stated that her blood glucose had been ¿running low,¿ though it was not confirmed whether this was based on bg meter readings or cgm values. She also reported that these events had not previously been reported to dexcom. The patient stated that she had been in a potentially life-threatening situation due to hypoglycemia and cited cgm inaccuracy as a contributing factor. She further stated that she had been involved in car accidents and had experienced multiple episodes she considered to pose serious risk to her health. Dexcom technical support attempted multiple follow-up calls to obtain additional details and clarify the circumstances surrounding the reported accidents; however, no further contact was established with the patient. There was no documentation of treatment provided and no documented medical intervention. At the time of the report, the patient indicated she was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. This is 2 of 2 reports of severe hypoglycemia and experienced a car accident due to inaccuracy that occurred two separate times. Please see related record (B)(4).